Event description:
It was reported that this right atrial (ra) lead had migrated. This was confirmed via x-ray. This resulted in under-sensing of the true r-wave by the pacemaker due to it falling within the programmed atrial cross-chamber blanking period. A lead revision will be performed but has not been scheduled. No additional adverse patient effects were reported. Currently, this ra lead remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. As of today, this lead has not been returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead had migrated. This was confirmed via x-ray. This resulted in under-sensing of the true r-wave by the pacemaker due to it falling within the programmed atrial cross-chamber blanking period. A lead revision will be performed but has not been scheduled. No additional adverse patient effects were reported. Currently, this ra lead remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. As of today, this lead has not been returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had migrated. This was confirmed via x-ray. This resulted in under-sensing of the true r-wave by the pacemaker due to it falling within the programmed atrial cross-chamber blanking period. A lead revision will be performed but has not been scheduled. No additional adverse patient effects were reported. Currently, this ra lead remains in service.